Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that this last pacemaker sticks out and is causing pinching and pain when they sleep. The patient stated that they cannot get comfortable. The patient wanted to know if the pacemaker was screwed to their clavicle causing the pain and wanted to know the size diff with their new pacemaker versus their old pacemaker. Follow-up with the patient's clinic was performed and from the information obtained the patient is scheduled for a pocket revision. The device remains in use. No further patient complications have been reported as a result of this event.